Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device motor was corroded, not working and there was an unknown liquid inside the device. It was also observed that the device failed the off/osc/on switch mode function check - no power (step 70) (failed the safety assessment pretests because the device did not run and had no function nor motion when the trigger was pressed) pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device was seizing up. There was a five minute delay to the surgical procedure. A spare device was used to complete the procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.